Manufacturer narrative:
The intuitive surgical (isi) core was tested on the test system. The system started up and failed with error 86 on the isi core power distribution (ipd). The system started up without any error after testing with a power tray test fixture and programing. The core passed testing after 50 power cycles. The core remained on the test system for hours, in normal operation, and performed without any error. After troubleshooting, the ipd on the power tray failed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the isi core component. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a non-recoverable fault occurring. The tse reviewed the logs and verified error 86 pointing to voltage faults on the intuitive surgical core power distribution (ipd). Prior to tse being contacted the customer had begun performing a power cycle on the system. The vision side system (vss) powered on without an error, but tse notified that customer that the reported error was likely to return. The customer was given the option by tse to move to another vision side cart (vsc), but the customer was unsure how to proceed. The customer may bring in another vsc to continue. The customer contacted tse once more with assistance connecting the vision tower. The customer was able to successfully integrate the vsc and was continuing. The procedure was converted to another da vinci system with no reported injury. Intuitive received additional information. The procedure was completed robotically after converting. There was a 20-minute surgical delay. Patient was 56 years old, female, 119.2 kg, and caucasian.